Manufacturer narrative:
Citation: goldstein bh, et al. Abstract 1211: procedural and one-year outcomes in a real-world multi-center experience with harmony transcatheter pulmonary valve replacement. Cardiology in the young. 2024. Volume 34, supplement 1: s192. Attached a copy of the article to the report as the web address location (doi) could not be found. Earliest date of publication used for date of event: january 01, 2024 (year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the outcomes of transcatheter pulmonary valve (tpv) replacement with the medtronic harmany valve in a study population of 243 patients. The authors recounted the following adverse outcomes: unspecified ¿procedural serious adverse events,¿ ventricular arrhythmia necessitating medication and prolonged hospital stay for management, and endocarditis. Additionally, five deaths occurred during follow-up (range of 8 to 19 months). There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths.

Manufacturer narrative:
Additional information: section a4 - average weight of the study population. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.